Event description:
It was reported that during a bilateral renal arteriogram with renal stenting treatment procedure, stent dislodgement occurred. The target lesions were located in the ostial bilateral renal arteries. The device was advanced to the ostium of the left renal artery. A 6.0 mm x 14 mm x 90 cm express sd renal/biliary stent was "sheared off". The stent remained on the wire and was retrieved with a snare device, dragged into a non bsc guide catheter and into the sheath and was all removed together with retention of the non bsc wire. The artery was then predilated and ultimately stented without further complication. The condition of the patient was fair with labile blood pressures. Post procedure the patient had a right renal retroperitoneal bleed at the right kidney. The following day the patient experienced a cerebral bleed and was transferred to another facility for treatment.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of an express sd stent with an unknown guide catheter, sheath and guidewire. The guide catheter and guidewire were received inside the sheath with the stent protruding from the distal end of the guide catheter 5mm. There was blood present inside and outside of the guide catheter and sheath and on the stent. The stent delivery system was not returned for product analysis. Majority of the stent was damaged with bent, overlapping and flared struts. An attempt was made to separate the devices; however, due to the damaged stent the devices were not able to be separated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).